Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 toggle switch would stick and remained activated until pushed to the off position. It also self activated when inserted in the cannula. The same unit was used to complete the procedure. The hospital did not report any patient effects. Maquet cardiovascular anticipates return of the product in question.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation can not be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review could not be completed as the product lot number is unknown. Internal file number - (B)(4).